Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head would not interrogate and failed incoming tests. It was indicated that the main printed circuit board and the cable were out of specification. It was also indicated that the upper case lens was loose and the cable was cut. The head was scrapped due to lack of parts needed to repair. (B)(4).

Event description:
The radiofrequency head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.